Manufacturer narrative:
The investigation of the returned coil system confirmed the implant was detached from the pusher and was severely stretched. Inspection of the pusher's heater coil found no evidence of activation using a detachment controller. Inspection of the attachment monofilament found evidence of a tensile break, which indicates the implant detached due to the application of excessive tensile forces.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a peripheral embolization procedure, the embolization coil detached inside the microcatheter. The coil was removed together with the microcatheter from the patient. There was no reported patient injury or additional intervention. The patient's condition is reported to be "stable, good."